Event description:
One endeavor sprint rx drug-eluting stent was implanted to the proximal lcx. At 30 day follow-up and 6 month follow up pt displayed stable angina. It is reported that the pt complained of angina symptoms approx 6 months after original procedure. A repeat angiography was carried out at a local hospital and the pt was then referred back for further intervention. It is reported that a repeat pci was performed approx 8 months post stent implant. Stent thrombosis of the distal lcx is reported to have occurred approx 9 months following index procedure. Diameter of the stenosis was reported at more than 70% and angina was reported as an associated clinical sign and symptom. Angiography was performed, which showed thrombosis of a study stent. Revascularization was performed as a result. Investigator indicated that event was related to the study stent. At 1 year follow up, pt displayed unstable angina.

Manufacturer narrative:
Eval codes, results - stent thrombosis & revascularization. (Secondary intervention - revascularization).